Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in-office for device interrogation. Upon interrogation, the threshold level was high on the right ventricular apex lead. The physician elected to reposition the lead which resolved the issue. The patient was stable before, during and after the procedure.